Event description:
The customer reported via phone call that he had a high blood glucose of 400 mg/dl. Customer's current blood glucose was 210 mg/dl. Customer treated with an injection yesterday. Customer has not contacted his health care professional regarding his unexplained high blood glucose. Customer stated that there was an urgent care visit for his high blood glucose on (B)(6) 2015. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer stated that it was a routine visit. Customer was wearing the pump at the time of the visit. Customer was treated with an injection and did not have his settings adjusted. Customer stated that he has not noticed any bent cannulas over the last 2 weeks. Customer does not have a tubing clamp and will be sent one to complete the high pressure test. Customer stated that the rewind is slower than normal and the pump alarmed low reservoir.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.